Event description:
It was reported that a patient underwent a haemorrhoid operation on (B)(6) 2025 and suture was used. Suture was used to stop bleeding during surgery, but the suture frequently broke. Change the suture and continue sewing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/19/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? How many devices demonstrated the alleged deficiency? Were there patient consequences? If yes, please explain. Please refer to the event description, other information requested is unknown. It was reported that the event date is june 22, 2025, and the alert date is july 22, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in july 2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: ¿ how much blood did the patient lost? Confirm the qty in cc. ¿ how was the bleeding treated? Was any blood transfusion necessary? --contacted with the sales rep today via phone, please refer to the event description and note(a-13773983), other information requested is unknown.